Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 4 there was a power fail warning as well as fluid was discovered during pd treatment. Patient canceled treatment. The fluid was found on the external of the cassette and in the pump module area of the cycler. The patient agreed to trying to use the cycler for the next treatment during a discussion with technical services. In a follow up, the patient verified the power fail and fluid leak, but was able to use the cycler successfully the following day as well as every day since. There was no harm, adverse event or intervention due to the leak. The cycler set is not available to return.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 4 there was a power fail warning as well as fluid was discovered during pd treatment. Patient canceled treatment. The fluid was found on the external of the cassette and in the pump module area of the cycler. The patient agreed to trying to use the cycler for the next treatment during a discussion with technical services. In a follow up, the patient verified the power fail and fluid leak, but was able to use the cycler successfully the following day as well as every day since. There was no harm, adverse event or intervention due to the leak. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.